Event description:
On (B)(6) 2023 I was following the directions, which game in the quickvue at home covid test kit. I had finished swabbing each nostril according to step 4, and placed the swab into the tube with the reagent fluid for 1 minute. In step 5, I had to remove swab from the tube. Then put the test strip into the reagent fluid. But there was no reagent fluid left inside the tube . I was not able to complete the test for covid. Because there was a small amount of reagent fluid inside the two tubes. The MFR quidel, needs to add more reagent fluid to the tubes in the quickvue at-home covid test kit. So a person can get accurate test results. If you have any questions please contact me at (B)(6), or email (B)(6). Thank you.